Manufacturer narrative:
(B)(4). Device evaluation: this device was repaired onsite by a baxter technician. A visual inspection and functional tests were performed. Device evaluation discovered and confirmed the condition of failure code 810:11. The root cause was determined to be fluid ingress on and around the air in line printed circuit board. A baxter repair technician replaced the pumphead module to resolve this issue. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow up report will be submitted if additional information becomes available.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced failure code 810:11, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is a remediated colleague pump with a user interface module software version of 6.63.90. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).